Event description:
It was reported that this inflatable penile prosthesis exhibited fluid loss, but its source could not be identified; therefore, all components were removed and replaced. It was noted that, as a result of the reservoir removal, the patient experienced bleeding. There were no further complications reported.